Event description:
It was reported that the increase in seizures began on (B)(6) 2018. It was reported that the seizures were believed to be due to the vns low battery, although replacing the battery did not bring the patient to baseline. The increase in seizures on the new generator is reported under mfg report #1644487-2018-02257. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was unable to be interrogated. The physician stated that he believed that it could be due to eos as the patient had not been interrogated in 6 months. The patient was also having an increase in seizures. The patient was able to be interrogated and was found at ifi = yes condition at the surgery. The generator was replaced and the hospital discarded the generator. No additional or relevant information has been received at this time.